Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Products: 419378 implantable pacing lead implanted: 2006 (B)(6); 694958 implantable tachy lead implanted: 2006 (B)(6); 4470-52 competitor implantable pacing lead implanted 2006 (B)(6). (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a histologist with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately six months post implant of the ICD and approximately three years ago.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.